Manufacturer narrative:
Analysis: the device was not received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. The device serial number was requested, but not reported. Conclusion: without the return of the valve for analysis, a root cause of the stenosis and high gradients cannot be determined.

Event description:
Medtronic received information that following implant of this bioprosthetic aortic valve (implant duration unknown), this patient presented with severe aortic stenosis and this device was replaced valve-in-valve with a transcatheter aortic bioprosthetic valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.